Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They re-reported previous issues of bladder collapsing and shocking when using the controller. Patient services redirected them to their healthcare professional (hcp) to address the shocking.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported a burning sensation and that their nerve was 'on fire' after they broke their hip. The patient saw a manufacturing representative who checked the leads. The patient felt a shocking sensation when the leads were being checked. They also had an x-ray done to check on the stimulator. Troubleshooting was unable to be performed, because that specific issue was not currently happening. The patient also re-reported previous issues (shocking, stinging down their leg when stimulation was on, and feeling like they had to pee all of the time when stimulation was off). The patient turned their stimulation on, changed programs and still felt stinging. The patient was redirected to their healthcare professional (hcp) to further address the issues. The patient called back regarding the same concerns. Patient services reviewed the role of the manufacturing representatives, field staff, and their managing physician. The patient stated that they want the device replaced. The patient was redirected to their managing physician.

Event description:
Additional information was received from the patient. They reported that said the implant is hurting the patient really bad and it feels like the patient washit on the back w/ a baseball bat. Patient's device is turned off and the patient is urinating like the patient was before. Patient met w/ a mdt representative a week ago and was rep told the implant might be too big for the patient. Patient said they are slender. Patient said the dr was not in the room when the patient met w/ the rep. Patient said the rep told the schedule the battery was okay and the dr said the battery is fine so he won't do anything. Patient is back to urinating all the time because when the patient turns the device on it "shocks" the patient. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported much of the same information as previously reported; they had a loss of therapy. They stated their device was not working for their urinary issues, and they still felt the need to pee all of the time. They could only be on one setting that did not work because if they went any higher, it would shock and hurt them. They stated they had a defective device and wanted it replaced. Over the weekend, they had developed an, "electrical stinging thing across left butt cheek." They had not met with their healthcare provider regarding this issue; it had only been discussed over the phone. The patient was redirected to follow up with their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still suffering and it is getting hard to walk. When the patient saw the manufacturer representative (rep) the rep wrote down "battery ok possible replacement" and the doctor won't see the patient because the rep told the doctor the battery was ok.

Event description:
Information was received on 2018-dec-26 from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their reason for calling was because they needed assistance increasing their stimulation. They reported they had noticed a return of symptoms that had been going on for about 2 days. Patient was able to sync with their programmer on the call and it showed stimulation was on. Patient confirmed stimulation was on since they saw the lightning bolt, but noted they were unable to increase stimulation. Patient services was under the impression that the patient programmer was prompting the patient to press the implant on button even though the patient confirmed seeing a lightning bolt on the home screen. After the patient pressed this button, they reported they were successful in increasing their stimulation. Additional information was received. The patient called back for assistance with increasing their stimulation. Caller was walked through increasing to 5.3v on program 3. Caller stated they were still having symptom issues and that was why they wanted to increase. On 2019-may-07, it was reported by a health care provider (hcp), who called without the patient or the patient¿s doctor present, that the patient had called them the day prior to the call and told them that their home health nurse took the batteries out of the programmer because every time the patient used the patient programmer to adjust they felt shocking and severe pain, but the patient kept using it because they got symptom relief. The caller noted the they were not sure if the patient was all there mentally and that they might have had ¿anxiety or something.¿ the caller added they tried to contact the patient¿s local manufacturer representative (rep) but they have not heard back. It was noticed this started occurring in (B)(6) 2019. There were no further complications reported. Additional information was received from a consumer on 2020-feb-27 regarding a loss of therapeutic effect. It was stated that previously, it worked well for about 4 or 5 months, and the manufacturer representative told them to keep increasing it and changing programs. It was reported that it stung, and the patient couldn¿t sit down, and when they spoke to their rep about it, they were informed that they had their settings increased too high. It was noted that from may to july they had to use a super pubic catheter because their bladder is collapsing, and now they feel that they have to go to the bathroom all the time again. They wanted to speak with the rep about increasing settings again but declined troubleshooting on the call. It was recommended that they follow up with their healthcare provider. It was mentioned that they just had two bladder surgeries and would have another in 5 days, so they would not follow up with their healthcare provider until after that. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
B3: date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a health care provider (hcp), who called without the patient or the patient¿s doctor present, that the patient had called them the day prior to the call and told them that their home health nurse took the batteries out of the programmer because every time the patient used the patient programmer to adjust they felt shocking and severe pain, but the patient kept using it because they got symptom relief. The caller noted the they were not sure if the patient was all there mentally and that they might have had ¿anxiety or something.¿ the caller added they tried to contact the patient¿s local manufacturer representative (rep) but they have not heard back. It was noticed this started occurring in april of 2019. There were no further complications reported.